Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number: 3009092818 and exemption number: e2016011. This report is filed september 21, 2016. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient underwent skin revision surgery on (B)(6) 2016 under general anaesthesia. Additionally, it was reported that the abutment site was cleaned during the procedure and the patient was prescribed topical antibiotics. The implanted device remains.